Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. A review of the device history record for sn (B)(4) was performed from 3/1/2005 to 9/8/2020 and note that this device has been returned for service 1 time which correlates to the customer reported issue or service repairs. Also, there were no production failures indicated on the source device.

Event description:
Customer reported the device was broken / damaged. It was reported there was no patient involvement.